Event description:
A customer has a problem with a cotton tipped applicator. The customer reports that the cotton tip of applicator came off inside customer's wound while they were performing wound care. Surgery was required to remove cotton tip.